Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call sensor issue and high blood glucose. The customer's blood glucose was over 600mg/dl at the time of incident. Trouble shooting was performed and found blood glucose value from reported 195 mg/dl and sensor value from reported 40. The difference is not within target range of glucose difference. Insulin delivery was suspended due to sensor values. Threshold/low suspend limit in sensor settings: 80. Offered to review site selection, taping, insertion and calibrations. Customer declined to review. Explained common contributing factors include, non-optimal insertion, site location, taping, and timing of blood glucose entries. Customer decline troubleshooting for the high blood glucose. The sensor will not be returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test. Sensor passed per specifications. Sensor initialization test was performed using a new lab transmitter with a 7xx/5xx paradigm pump. Connected sensor to the transmitter and placed it in 100 bbs solution and confirmed communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Cannot perform bts test as the sensor is beyond its expiration date.